Manufacturer narrative:
B5 - per updated information, the vault has returned to normal and the lens will not be exchanged. Claim# (B)(4).

Manufacturer narrative:
B5 - 'per the reporter on (B)(6) 2019, surgeon decided to replace lens with smaller one.' Corrected to 'per the reporter on (B)(6) 2019, surgeon decided to replace lens with smaller one.' Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -13.50/1.0/079 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Excessive vault was observed. The lens remains implanted. Per the reporter on (B)(6) 2019, surgeon decided to replace lens with smaller one." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.